Event description:
It was reported that "scrub went to load modular tap onto handle when she let go of the hand piece of the handle when tap was in place, it (the handle) fell apart w/pieces falling on field table."

Manufacturer narrative:
The codes will be determined and reported following an engineering evaluation of the product when returned.